Event description:
It was reported by service report that the load wheels were bent outward. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Load wheel casting.